Event description:
The physician may have pocket filled a pump during a pump refill procedure. The pt was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011. The pt was to see the physician again on (B)(6) 2011 for a pump refill. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).